Event description:
As reported, the patient experienced complete heart block on post op date (pod) 1, which required placement of a permanent pacemaker on (pod) 3. Edwards received notification of an evoque valve in tricuspid position where post procedure, patient developed right bundle branch block (rbbb). On (pod) 1, it was reported the patient developed complete heart block and a temporary pacemaker was placed. On (pod) 3, a permanent pacemaker was placed via tee guidance with a small septal lead through evoque valve.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence based on the complaint event. A definitive root cause cannot be determined due to the lack of available images for further investigation. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency.